Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is combination product.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery. Following deployment of a 32 x 3.00mm promus premier drug eluting stent, a dissection was noted in the stented area. A 12 x 3.5mm promus premier drug eluting stent was deployed to cover up and overlap the stented area. No further patient complications were reported.